Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: lot 6765303: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the measuring end was broken. The repair technician reported the gauge tip was broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: three depth gauges, for 2.0mm and 2.4mm screws, part # 319.006, were received with the complaint category of ¿does not/will not function: loose.¿ the depth gauge is used in various plating systems for the 2.0mm/2.4mm screws and is listed in techniques guides for the distal radius, distal ulna, elbow system, forefoot/midfoot, distal fibula, distal humerus, clavicle, locking reconstruction and mini plate, and rotation correction plate system. The returned depth gauge, lot 6166883, was manufactured june, 2009 and the returned depth gauge, lot 6765303, was manufactured september, 2011. All three returned depth gauges were received with the proximal portion of the needle broken off at the threads. This is where it connects to the black housing. The threads are slightly twisted and deformed at the break. Only two of these needles and only two housings were returned and it is unknown which ones belong to each main body. The balance of the three devices each show surface scratches and worn edges consistent with the expected result from extensive use. Thus, the complaint condition is confirmed but cannot be replicated. A review of the current design drawing, the needle drawing, and the drawing revision at the time of manufacture was performed. The only design revision since the date of manufacture was determined to not impact the complaint condition. As noted in prior complaints, the thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5mm, and the length (80mm) is determined so the slider can measure screws up to 40mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. The returned condition is consistent with the result from being subjected to a high force that would not be expected during normal use. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Thus, although the root cause cannot be definitively determined without additional information regarding the user technique and the condition at the time of the damage, the most probable cause of the complaint condition is the method of use and/or handling. In conclusion, the complaint condition is confirmed. The design was found to be sufficient for its intended use and the risk analysis adequately addresses the complaint condition. Although the root cause cannot be definitively determined, it is likely that the method of use and/or handling resulted in the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that for the depth gauge, the measuring end is broken/loose. There was no patient involvement and that the issue was found outside the operating room. The service and repair evaluation for two parts revealed broken tips. This is report 2 of 2 for (B)(4).